Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the study coordinator that the pt had experienced some "cricket noises" with no reported alarms from the device. A vent filter sample submitted to the MFR for analysis showed evidence of follower bearing wear. The hospital made a decision to exchange the lvad with another lvad, due to device end of life.

Manufacturer narrative:
The device was successfully exchanged with another lvad and the pt remains ongoing without any further issues. The MFR is attempting to acquire the explanted device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.